Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and mesh was used. The customer reported the barcode sticker was not present in product. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Are there pictures of the damaged device available? No picture available as product has already used. 2. Please provide lot number, v1002 & exp 10/26. 3. Status of product return, not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Batch manufacturing records of pml/v1002 was reviewed for any process deviation but no deviation was observed. Reconciliation was reviewed for all stages found ok. Finished goods tests reports was reviewed for test results and found to meet the specification requirement. Printed barcode placement was reviewed and found to be printed at designated place for box as well as on primary folder.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: can you please clarify if the product code involved is pmi or pml? Roduct is pml mesh size 30*30 cm.